Event description:
During an atrial septal defect (asd) closure, a 22mm amplatzer atrial septal occluder was deployed via intracardiac echo (ice) without incident. The defect was sized with both fluoroscopy and ice at 19mm. The device was deployed and released without any issues. A follow-up echo the next day revealed an embolization of the device to the pulmonary artery. An attempt to percutaneously retrieve the device was unsuccessful. The patient remained asymptomatic throughout the procedure. The patient was referred for surgical removal of the device and closure of the asd. Patient outcome after surgical closure was noted to be good. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Procedural images received included fluoroscopic images of balloon sizing, static device images, ice procedural imaging, transesophageal echocardiogram (tee) post embolization and cine attempts of device retrieval. Review of the images by sjm's medical consultant indicated that the balloon diameter was close to 19 mm and a 22 mm device was placed in the atrial septum. The device appeared to sandwich the atrial septal rims and tilted toward the coronary sinus rim area. The tee was performed the day after the procedure and after the device had embolized. Based upon the atrial septal rim's characteristics, this was an eccentric defect located postero-inferiorly. The cause of the embolization did not appear to be device related but rather related to patient anatomy and device selection.